Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, after the peg tube was placed, on the next day, it was removed because the bolster had sheared off the feeding tube. Reportedly, the detached portion was retrieved by a retrieval basket. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). A visual examination of the returned device revealed that the bolster was detached. There appears to be little evidence of a proper bolster-tube bond; no residue was seen on the transition area between the bolster and the bond. The complaint was consistent with the reported event of internal bolster detached/separated. It is possible that the bolster was improperly bonded to the tube. Therefore, the complaint investigation conclusion code selected is manufacturing deficiency, which indicates that problems were traced to the manufacturing process. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed, and no anomalies were found.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, after the peg tube was placed, on the next day, it was removed because the bolster had sheared off the feeding tube. Reportedly, the detached portion was retrieved by a retrieval basket. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event.